Event description:
Spontaneous. (B)(6) infusion nurse, reported pump malfunction. Nurse got 3 errors and tried to fix them but that did not work. Errors were not specified. Unknown if patient experienced an adverse event or missed a dose. Pump available for return. No further information. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: health professional. Reference report: #mw5149814.